Event description:
It was reported that a disconnection of the femoral component from the stem occurred postoperatively.

Event description:
It was reported that a disconnection of the femoral component from the stem occurred postoperatively.